Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is based on the customer's report of "between (B)(6)." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre sensor detached prematurely and could not obtain glucose scans. The customer experienced drowsiness and subsequently lost consciousness and was taken to the hospital where she received unspecified treatment for hypoglycemia. No additional details were provided. There was no report of death or permanent injury associated with this event.